Event description:
The report received from the study indicated that the pt was enrolled in the study and during the study, index procedure experienced an ischemic stroke after the second pre-dilation of the proximal left carotid artery with a non-cordis balloon catheter. A 5 mm angioguard embolic protection device was in place at the time of the event. The ae was characterized by aphasia and reflex change. The pt had a precise 7 x 40 mm stent successfully implanted in the target lesion. The pt had a neurological deficit upon leaving the angiography suite. The pt was discharged six days after the index procedure. The pt was asymptomatic for the index procedure. The target lesion was the proximal left carotid artery. The lesion was reported to be: an 80% stenosis, 10 mm length, 6.0 mm ref diameter, not calcified, and eccentric. A 5 mm angioguard embolic protection device was used during the procedure. The lesion was pre-dilated twice with a non-cordis balloon catheter. A 7 x 40 mm precise stent was successfully implanted during the procedure. The residual stenosis was 0%.

Manufacturer narrative:
The product is not available for evaluation and testing. This study pt underwent carotid artery stent implantation and during the index procedure experienced an ischemic stroke. This is a male with medical history including smoking (>5packs of cigarettes), coronary artery disease, myocardial infarction, and hypertension. This pt meets the high-risk criteria for previous cea with recurrent stenosis. The pt was asymptomatic for the index procedure. The target lesion was left internal carotid artery described as non-calcified, eccentric and 80% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The target lesion was pre-dilated with a non-cordis balloon. After the second dilation, the pt experienced aphasia and reflex change. This was diagnosed as an ischemic stroke. Symptoms had started. The residual stenosis was 0%. The pt had a neurological deficit upon leaving the angiography suite. The pt was discharged six days after the index procedure. The product was not returned for inspection. Note: facility lot number 03405932 is cordis lot number 70209536. Per facility: cordis corp reported no product is expected to be returned to facility for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, facility is unable to determine the exact cause for this incident. Facility did review the device history records relative to the manufacturing, inspecting and packaging of lot 03405932. The history records indicate this product was final inspection tested at facility and was determined to be acceptable. Ischemic stroke is a well-known potential adverse event associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that mfg issues contributed to the event. Review of the info suggests that vessel and procedural factors may have contributed to the reported event.